Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit would not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
No device returned for failure investigation. Due diligence attempts made to obtain additional information were unsuccessful.